Manufacturer narrative:
Product analysis : the center shaft of the ibt where the markers are located has collapsed and is folded inside the balloon tip. The balloon is also leaking where the center shaft passes through and is glued to the balloon. The ibt appears to have been inflated, it is unknown at this time if the balloon arrived damaged or if it became damaged during use. The stylet is bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with osteoporosis and vertebral compression fracture underwent balloon kyphoplasty at t8/9. Intra-op, the two radiopaque markers were too close and the inflation of the balloon was irregular. The inflatable bone tamp (ibt) failed during the first insertion attempt into the vertebral body. The surgery was completed successfully with the original product. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.